Manufacturer narrative:
The reagent lot number was 869544. The expiration date was not provided. The field service engineer (fse) found that the sample probe was bent, had no teflon tip, and the probes and the wash station were misadjusted. All affected parts were fixed, and the water tanks were cleaned and decontaminated. Qc was performed successfully. Following the fse intervention, no further issues were observed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of a questionable calcium gen.2 result for a patient sample tested on the cobas 4000 c311 stand alone system. The initial result was 10.2 mg/dl. The repeat result was 7.3 mg/dl. The repeat result was deemed correct.